Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, no other specific anomalies noted. On the functional evaluation of the device, the device was inflated with in-house presto device at 8 atm water leaks noted the catheter bond joint. Microscopic observation was performed and noted a circumferential break at the proximal glue joint. No evidence of balloon rupture noted due to unsuccessful further performance of functional testing of bond joint failure. Therefore, the investigation for the reported balloon rupture remains inconclusive as water leaks from the bond joint during the evaluation and no evidence of balloon rupture couldn¿t be noted due to the condition of device. However, the investigation has confirmed for the identified bond joint break as the water leaks from the catheter bond joint during the functional testing. A definitive root cause for the reported balloon rupture and identified bond joint break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 05/2024)

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 8 atm in the first inflation attempt. The procedure was completed by using another device. There was no reported patient injury.